Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous peroneal artery that is 80-90% stenosed. Two non-abbott guide wires were advanced, one in the posterior tibial and other in the peroneal artery. A 3.0x28mm esprit below the knee (btk) stent delivery system was attempted to advance to the peroneal artery; however, failed as the delivery system met resistance with guide wire in the posterior tibial artery. During removal of the esprit btk delivery system resistance was met with the guide wire and the shaft of the esprit btk was noted to accordion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.